Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. Customer changed the cartridge and resumed insulin delivery. There was no adverse impact to customer's blood glucose.